Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a qdot micro catheter. When flushing the catheter before readvancing it into the patient, the fluid was not fully flushing from the catheter. The catheter would not properly irrigate fully. The catheter was manually flushed with syringes without resolution. The irrigation tubing was replaced but the issue persisted. The catheter was replaced and the replacement catheter had no issues with irrigation. The procedure continued with no further issues. The faulty catheter was brand new. The ngen generator was used for ablation. No patient consequence reported.

Manufacturer narrative:
During an internal review on 23-feb-2026, noted a correction to the 3500a initial under h section. -h3. Device evaluated by manufacturer? Processed as no and should have been yes. -h11. Additional manufacturer narrative should have included, ¿the bwi product analysis lab received the device for evaluation on 17-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a qdot micro catheter. When flushing the catheter before readvancing it into the patient, the fluid was not fully flushing from the catheter. The catheter would not properly irrigate fully. The catheter was manually flushed with syringes without resolution. The irrigation tubing was replaced but the issue persisted. The catheter was replaced and the replacement catheter had no issues with irrigation. The device evaluation was completed on 25-feb-2026. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed and the device was irrigating correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 27-feb-2026, noted a correction to the 3500a follow-up #1 under h section as the following was added in error, ¿ h3. Device evaluated by manufacturer? Processed as no and should have been yes.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).